Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, atrial and ventricular noise was observed. Low pacing lead impedance was also noted. Insulation damage is suspected. Provocative test and pocket manipulations were recommended. Lead remains implanted. No adverse consequences were reported.